Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and it was reported that the patient had been waking up at night to void, however hadn¿t been making it in time. The patient reported that she didn¿t know what that meant. The patient reported that prior to trial she wouldn¿t even wake up at night. The patient reported that she did received a handout regarding making adjustments and suggested patient monitor her results and make adjustments accordingly based on symptom results so she could determine what her level improvement was to determine if this was the right therapy for her situation.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trail patient regarding their external neurostimulator (ens). Trial patient said they started their trial on (B)(6) 2017. The following event is considered a sudden change in therapy/symptoms. Patient reported waking up wet and not feeling stimulation even though therapy was on. During the call, the patient was able to increase stimulation from 0.7v to 0.8v, felt stimulation, and wants to try it there. Patient will follow up with their healthcare provider (hcp).